Event description:
Surgeon attempted to load a restoration modular conical stem implant, but could not engage the introducer to the stem. Another item was used instead and the procedure was completed as originally planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.